Manufacturer narrative:
(B)(4). Examination of the returned device confirmed that the screws will not hold the black celcon portion of the device on to the metal base. Further examination found suspected pieces of the celcon within the threads of the screws. The condition of the returned device suggests moderate usage on the replaceable celcon component. The black celcon portion is intended to be taken apart and replaced after heavy usage and the metal portion to be reused. The root cause is being attributed to normal product wear as the returned screw shows signs of heavy usage. Based on product wear as the root cause, the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The sp2 femoral impactor is broken, the bolts and screws are stripped.

Manufacturer narrative:
Examination of the returned device confirmed that the screws will not hold the black celcon portion of the device on to the metal base. Further examination found suspected pieces of the celcon within the threads of the screws. The condition of the returned device suggests moderate usage on the replaceable celcon component. The black celcon portion is intended to be taken apart and replaced after heavy usage and the metal portion to be reused. The root cause is being attributed to normal product wear as the returned screw shows signs of heavy usage. Based on product wear as the root cause, the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.